Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection and erosion. This product was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
Correction bsc aware date to 03/23/2023.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection and erosion. This product was explanted. There were no additional adverse effects reported.